Manufacturer narrative:
The instrument was returned on 20 november 2017. When the reported event occurred the instrument may have been in service for over 11.6 years. The specifics of the event were not provided therefore it could not be determined whether another suitable device was available, delay in surgery, was surgery completed as intended, was risk or adverse event reported or was the instrument inspected prior to surgery. A review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of this part. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. The number of previous investigations against this lot number is 1. The summary of complaints is as follows dull/worn 12 complaints; mixed product/label 25 complaints; bent 1 complaint; broke/cracked/damaged 23 complaints; end of life 10 complaints; (blank) 11 complaints. Examination confirmed the tip has broken off. Drill bits sustain bending loads at the fracture sites, most likely from contact against drill guides. Microscopic examination of the fracture site does not indicate any material abnormalities that contributed to the fracture. This event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required.

Event description:
Complaint: in the midst of a fixation of the trial component by tibial bone pin, after drilling with 3.2mm drill bit, the drill tip was broken and the fragment remained in the patient medullary cavity.

Manufacturer narrative:
The instrument was returned on (B)(6) 2017. When the reported event occurred the instrument may have been in service for over 11.6 years. The specifics of the event were not provided therefore it could not be determined whether another suitable device was available, delay in surgery, was surgery completed as intended, was risk or adverse event reported or was the instrument inspected prior to surgery. A review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of this part. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. The number of previous investigations against this lot number is 1. The summary of complaints is as follows dull/worn 12 complaints; mixed product/label 25 complaints; bent 1 complaint; broke/cracked/damaged 23 complaints; end of life 10 complaints; (blank) 11 complaints. Examination confirmed the tip has broken off. Drill bits sustain bending loads at the fracture sites, most likely from contact against drill guides. This loading pattern is most likely exhibited by the drill bits when minimally invasive surgery (mis) techniques are used. The minimally invasive surgery (mis) technique causes a loading pattern of bending moments as well as torsional forces. This event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required.